Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported the reported complaint. The main circuit board was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf82) and (sf140) related to hardware alarm controller and alarm priority respectively. There was no harm or serious injury reported as a result of this incident.